Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic disturbance requiring hospitalization and is consistent with the reported admission for management of elevated blood glucose with IV insulin and IV fluids. Review of device engineering logs indicates insulin delivery was interrupted due to insulin depletion without timely cartridge replacement, after which supply changes were performed; however, blood glucose levels remained elevated prior to hospitalization. No device malfunction was identified based on log review. Additional cardiac findings were identified during hospitalization but were reported as unrelated to the hyperglycemic event. A follow-up MDR will be submitted if additional information becomes available.

Event description:
On 18-dec-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl. The user was hospitalized where the user was treated with IV insulin and IV fluids and discharged (B)(6) 2025. No long-term health effects were reported.